Event description:
Reporter is extremely concerned about this particular pca pump that is the abbott pain manager apm 2. The hosp where reporter worked used this machine and to date still uses this pump. Reporter assisted a nurse to set up one of these pca pumps for a gyn pt, post-op with morphine. The nurse connected the pca after the both of them entered the dosage ordered by the dr. Around 3 or 4 am the night nurse found the pt in a stupor. Narcan was given and the pt recovered. The nurse manager said the concentration was set wrong at 0.1mg/1ml instead of the correct concentration of 1.0mg/ml. She stated the pt received 10 times the amount ordered. Reported stated, that the 0.1mg concentration to 1ml, was minute, and the pt should have called because not enough medication was being given. She said "the machine did the math and compensated for the inputed small dosage concentration". Reporter asked, why did the machine not give a warning to the nurse to let them know this was going to happen? Or, lock up the machine and alarm the nurse, until the problem could be figured out? "The machine did what it was suppose to do". When reporter read reports about abbott lifecare pca plus, they about fell off their chair and got sick to their stomach. This is exactly what happened with the abbott pain manager apm 2 pca. The hosp mgmt stated they needed more training. Reporter took every class and in-service they offered. Reporter asked an abbott rep. About what happened and she ignored reporter. Reporter kept calling her until they finally got to speak to her and she stated she did not know what happened and that the problem was the nurse. Reporter did all kinds of experimenting with the pca with saline solution and the results from the different concentrations were unbelievable. The saline solutions just poured out of the pca tubing. Reporter wrote up an incident report, stating they anticipated more problems with this machine. Reporter wrote a letter to accompany their written discipline they received for a drug error. Reporter asked, how could a machine "do the math" or "compensate" the amount of a drug without first alarming the nurse? Reporter never could get an answer for anyone. Nobody had a consistent answer. When bio-med dept could not retrieve the necessary info out of the pca, they sent it to abbott, when the report came back reporter was written up for major violation. Reporter never got to view the report until now. The pca tape retrieved out of the machine had absolutely nothing on it pertaining to the incident in question. The letter sent with the tape stated that the machine was set at 0.1mg/1ml, concentration, 1.0mg/hr rate, 2.0mg pca dose with a 20 minute lockout, and a 28.0 mg 4 hour limit. Delivery was stated at 6:15 p.m. With no significant events noted. The history records indicates that between the time the infusion began and when the history was cleared and the pump powered off (4:31 a.m.), the pump was manually stopped and started several times, two in "air in line" alarms occurred (cleared after purging 0.3mg), and a "check cartridge" alarm occurred. They ended by saying "we regret that an explanation for the clinical situation could not be determined. We appreciate your reporting this incident to us as it provides a valuable tool for us to monitor our devices and their performance". Again, the actual tape proved nothing of evidence. Reporter doesn't know how they even got the above said numbers. The tape they sent the hosp had none of this. Unless they just used the report that was sent along with the machine from the hosp. Reporter knows of other incidents in the hosp with the same pca pumps, one death on the ortho. Floor. Reporter has been fired in conjunction with this incident as of march of this year. The same pca pump is still in use and reporter does know this machine is a hazard to patients. Human error is an issue and reporter agrees some of this can be prevented. Reporter asked if it is possible that this "abott pain manager apm 2 pca pump" could be doing the same as the lifecare 4100 plus 2 pca". Because the reports reflect exactly the same actions as this machine does. Something is not right.